Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during investigation, the patient was reviewing the basal change history and the black box showed the pump was delivering at a 1.4 unit per hour basal rate at which time a "rewind" occurred. Change history recording per normal operation. There was no battery cap or cartridge cap returned and all testing was performed with test caps. The pump powered with a test battery cap. A 24 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside pump. Unable to duplicate any issues with basal rate change.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. When reviewing the basal history record 1 shows 0.00 basal for (B)(6) 2018 and then record 2 was dated (B)(6) 2018 at 12:22 pm 1.4 u. There were no other basal history recorded and the patient stated that she was using the pump during this period of time. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.